Event description:
Ous MDR - man (B) (6) with claudication. Heavily calcified sfa lesion. Normal arterial anatomy. Wire, sheath inserted, balloon over wire and first balloon ruptured at 14 atm on proximal third. Second balloon inserted which ruptured at possibly mid portion of the balloon. Both balloons easily removed and flushed with saline for analysis. From the additional comments section of the report "events seems to be off-label use, because the applied pressure was above the labelled rbp for the balloon size, which is 14 bar." Passeo-35, (B) (4), MDR 1028232-2010-00805.